Event description:
I had the essure done four years ago. Afterward, I was in pain all the time and spent tons of time in ers and doctor offices. They kept telling me nothing was wrong. I found out 2 months ago that one coil is in my uterus and the other is dangling out of my tube. This procedure ruined my quality of life, caused me to loose jobs and I eventually had to file bankruptcy. Please do something! Thank you. Dates of use: (B)(6) 2008 - (B)(6) 2012. Diagnosis: sterilization.